Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after a coronary diagnostic procedure. Reportedly, a cuff miss occurred and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.